Event description:
The customer reports the procedure was a laparoscopic cholecystectomy, with no delay.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation of e333 (touch panel failure) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, since it was found that the device misreports a touch panel failure error even in normal conditions due to the design of the subject device, it is presumed that the phenomenon was caused by design. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center generated an e333 touch panel error and then the touch panel became unresponsive. The issue was found during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. Full e1 address establishment name: (B)(6) hospital.